Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they experienced erratic stimulation and shocking sensation when bending over to pick something up since a water pilates/aerobics class in (B)(6) 2016. There were no recent medical tests or emi exposure. Stimulation was so strong that the patient could hardly get up and couldn't walk. The patient had the ability to change stimulation and thought that the higher stimulation was increased, the more coverage area they would get. Patient education was provided and the patient understood. The patient had 2 programs and the second program was a little over 6.5. The patient lowered stimulation and it felt better.

Event description:
The consumer reported that there was an intermittent/erratic therapy. The patient was changing position when they felt stimulation turning on and off. The stimulation change was being reported as related to positional movement. No falls or traumas were related to the issue. There were no falls or trauma reported that could be related to the event. The patient was able to check the device with the patient programmer. The programmer showed that stimulation was on. The patient did not have the ability to change stimulation. The patient only had group b with 2 programs and adaptive stimulation was on. The patient thought that the stimulation turned off when they changed positions. The patient was not getting the same benefit as she was before. The patient never provided an answer for when the issue began. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.